Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly. The insulin pump passed the restart error test and no error alarm was noted.

Event description:
It was reported that there is a crack in the battery compartment and that the buttons are unresponsive. The blood glucose reading was 15 mmol/l. It is possible that the unit was exposed to moisture. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.